Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving bupivacaine 16mg/ml at 6.2mg/day and morphine 10mg/ml at 3.9mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The pump logs revealed a motor stall occurred on (B)(6) 2017 and a motor stall recovery occurred on (B)(6) 2017. The patient¿s managing physician provided the patient with oral meds on saturday, (B)(6) 2017. There were no patient symptoms and no further patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 31-oct-2017 from a healthcare professional who reported that the cause of the motor stall was unknown. The actions/interventions take to resolve the motor stall with recovery was noted to be that pump use was discontinued and the pump was stopped. They were waiting for approval from the insurance company for replacement.